Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " it was reported by the customer that there was some false positive results using 2 kits 256088. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: " it was reported by the customer that there was some false positive results using 2 kits 256088. ".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088) batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.